Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
They were placing the stent over the guidewire and when they went to remove the guidewire, it got stuck on the stent and the tip of the guidewire became uncoiled. They got a new stent of the same kind and a new guidewire of the same device to complete the case.

Event description:
They were placing the stent over the guidewire and when they went to remove the guidewire, it got stuck on the stent and the tip of the guidewire became uncoiled. They got a new stent of the same kind and a new guidewire of the same device to complete the case.

Manufacturer narrative:
Updated report to include method, result and conclusion codes. Device was not returned so limited investigation was carried out.